Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off in the middle of the night. The customer's blood glucose (bg) level was almost 600 (mg/dl) with high levels of ketones. The customer's healthcare provider identified the ketone level as life threatening. Manual injections were administered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alert and a low power alarm had occurred and had not been addressed by the user by charging the device. In addition, the pump battery was charged to 10% the night prior to the pump shutting off. Recommendation was made to the customer to charge pump more frequently.